Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+3.0/069 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The patient experienced a refractive surprise due to the wrong lens (lens calculated for left eye(os)) was implanted in the right eye. The lens was repositioned on (B)(6) 2019 and the problem was resolved. The cause of the event was due to user error. All is fine and the patient is happy.